Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR; 2029214-2019-00193. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo detachable tip unintentionally detached. This event was reported to have occurred with 2 apollo catheters, during advancement of the guidewire. There was no report of patient injury.